Manufacturer narrative:
A supplier investigation was initiated by r&d. The supplier has installed a new poke-yoke system to ensure that the screws are present and are torqued to the specification. Additionally, design changes to the control panel are being completed and in its final phases. The control panel articulation arm was replaced to resolve the customer's issue.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.

Event description:
The customer reported the control panel arm of the ultrasound system broke causing the control panel and monitor section to lean over against the wall. There was no reported injury or safety concern to either user or patient. The field service engineer was dispatched to the site and discovered that the control panel arm had broken at on one of the pivot points causing the control panel and monitor section to collapse. The control panel articulation arm was replaced to resolve the issue. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.